Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer was dispatched to evaluate the unit. The fse found a defective power cord and a broken cable, and replaced both parts. The fse then performed all functional and safety test as per factory specifications. The iabp unit passed all tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that before commissioning the cardiosave intra-aortic balloon pump (iabp), no mains operation was possible. There was no patient involvement and no adverse event was reported.